Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff was not perforated but had a leak. The patient was put back to the operating room to change the tracheostomy for a new one.